Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient was unable to charge their ins. The patient stated that it had been a while since they charged it and they let the battery deplete entirely. The rep attempted to interrogate the patient¿s ins with the physician programmer but got no device response after multiple attempts. The rep had the patient attempt to use their recharger over the ins with the same results. The rep said the patient would be taken through an attempt at a physician mode recharge at a later date. It was noted the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other nonmalignant pain. It was reported that the programmer was not working to turn the stimulation on. The patient spoke with a manufacturer representative (rep) and was instructed to call for a new programmer. The patient confirmed that he was unable to sync with the ins using the programmer with and without the antenna being attached. The patient saw the poor communication screen. The patient did not have the recharger with them for further troubleshooting. The patient confirmed the antenna was securely attached. The patient has not charged or used the device in three months or more. The patient became aware they could not charge on (B)(6) 2018. The patient also reported sudden pain in his back. The patient said he¿s in real pain. On (B)(6) 2018 the patient was at a barbeque and sat on a low camp chair. The patient said he turned the wrong way. The patient remembered seeing a lead before being implanted and said it looked like a bunch of bbs on a line. The patient speculated the pain might be from the little balls pressing on the nerves. The patient said the pain is a little lower than the scar is. The patient mentioned that it feels like stimulation is on three right now even though it is off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.